Event description:
Pt reported that a comparison between the surestep meter and a hcp meter was 122 mg/dl and 208 mg/dl respectively (46% diff.). In addition, the pt reported feeling "bad in head" and was sweating. There was no allegation of harm.